Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was frozen due to an application issue. The technical support specialist found no issues with the cpu or the c and d drive. Further, rebooted the device and verified with the nurse that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system encountered an issue where the screen became unresponsive and remained frozen. The customer tried to resolve the issue by rebooting the station, but the issue persists. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.